Event description:
The manufacturer received information that during the device's evaluation at a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the discovery was made that the ventilator is inoperative. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a40, international device was visually inspected and there is evidence of foam degradation. Additionally, the technician was unable to extract information due to the ventilator is inoperative. There is no documentation of what component is necessary to be replaced to address the issue. No repair was performed. The device will be scrapped as per customer request. Additionally, there is dust/ dirt contamination documented as being discovered inside of the device and missing the accessory port cover.